Event description:
The customer was hospitalized for low bgs. It was reported that the customer was unconscious and family member called the paramedics. The customer believes that the pump delivered a bolus that the customer was not aware of it. Troubleshooting was performed. The programming and histories on the pump were not accurate. It was found that the midnight basals were incorrect. The customer stated that the basal rates have not been adjusted since december. The pump also had skipping screens for over a month. Advised the customer to disconnect from the pump and use manual injections.